Manufacturer narrative:
Insulin pump received with peeling/damaged/worn/faded address/serial number label, severely scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the back label was coming off and screen was scratched. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.